Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the femoral artery. The 90% stenosed, 15x4.5mm target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The lesion was predilated with a 15x3.5 quantum maverick balloon and the stenosis was reduced to 50%. Next, a 20x4.0mm liberte bare stent delivery system (sds) was advanced, but it got caught on calcification and did not cross the lesion. The physician attempted to pull the stent back into the non-bsc guide catheter, but the stent dislodged at the proximal rca. The stent was successfully removed with a snare and the procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).